Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that "integrated multi-sensor technology (imt) insufficient or excess diluent in port" errors were obtained around the time the samples in question were run. The customer replaced the imt diluent and imt sensor, after which a diluent check passed. A siemens customer service engineer (cse) was dispatched to the customer site upon request. After evaluating the instrument, the cse verified the proper flow of diluent and other standards fluids and pressure foot settings. The cse replaced the imt sensor and ran a diluent check, which passed. The cse ran quality controls and imt precision testing, which resulted within range. A siemens headquarter support center (hsc) specialist reviewed the instrument data which indicated that quality control (qc) was in range prior to running the samples. Dilution check was acceptable. The "insufficient or excess imt diluent in port" error was caused by either no imt diluent, a pump rate out of range or an obstruction in the port assembly while running the samples. After replacing the diluent, qc was in range. Hsc could not determine the cause of event. In addition, the customer provided ccc with their centrifuge data, which indicated the customer is not using proper centrifugation times and speed when centrifuging the samples. The cause of the samples being centrifuged outside of tube vendor specifications is failure to follow instructions. The cause of the discordant, falsely elevated na and cl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) and chloride (cl) results were obtained on four patient samples on a dimension exl with lm instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate dimension exl instrument, resulting lower. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na and cl results.